Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history revealed no similar incidents. The reported difficulties appear to be related to case circumstances. It is likely that inadvertent interaction from the second clip likely caused the reported single leaflet device attachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Weight: estimated patient weight. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second mitraclip referenced and the 3rd mitraclip referenced are being filed under separate medwatch report #s.

Event description:
This is filed to report the single leaflet device attachment on the first clip. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The first mitraclip xtr was implanted without incident. The second mitraclip xtr was advanced and inadvertently hit the posterior leaflet, causing the anterior leaflet to come out of the first xtr clip. The second xtr was deployed and stabilized the first clip. As the third mitraclip nt was being advanced, the bag for the continuous saline flush to the mitraclip had become empty, but there was still fluid in the line to the clip delivery system (cds). The bag was switched out and the procedure continued. A few minutes later, the patient's blood pressure (bp) and ejection fraction (ef) dropped. The possible causes for the drop in bp and ef were an air embolism and the cds being in the valve which caused the valve to stay open. Medication was given and the cds was retracted into the left atrium. The bp and ef stabilized. The third mitraclip was implanted reducing mr grade to 2. The patient was extubated from the ventilator without incident and the patient is doing fine. No additional information was provided.